Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2012 during which the surgeon noted there was evidence of an obvious recurrence with the mesh plug having separated from the medial fascial attachments and leaving a weakness and bulge in the region. No additional information is provided.